Event description:
It is reported that the pt lost his balance and fell on his right hip. The pt was revised due to periprosthetic femur fracture.

Manufacturer narrative:
Evaluation summary: revision operative notes were provided which notes that the pt has had all 4 joints replaced (2 knees, 2 hips). A hematoma was noted at revision. The stem was loose and easily removed. The 3 cerclage wires were used. Fracture occurred due to pt fall, which may have been caused by instability due to any of his 4 joint replacements, or a fluke accident. No failure of the device is detected with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.